Event description:
The customer reported approximately five (5) milliliters of fluid overflowed and leaked onto the counter during patient sample analysis involving coulter act diff 2 analyzer. The customer had on personal protective equipment (ppe) consisting of gloves and eye protection during the incident. The customer was advised to use proper ppe prior to troubleshooting. The customer cleaned up the fluid spill with absorbent paper towel. The customer opened the front door of the instrument and confirmed fluid filled the baths to the rim, which caused the overflow. Beckman coulter customer technical support (cts) advised the customer to use transfer pipette to remove the excess fluid from each bath. The customer confirmed the vacuum isolator chamber (vic) contained fluid, and the foam trap was half full. The customer was instructed to drain fluid out of the foam trap. The customer then changed the waste filter and indicated the drain line tubing from the vacuum isolator chamber was significantly dirty and worn. The customer replaced the tubing and filled vic with household bleach using a syringe. Vic was draining properly. The customer performed three startups successfully. After several cycles, there was no further evidence of back flow, overflowing baths, or retained draining from vic. The instrument was returned to normal operation. Patient results were not impacted. The customer did not have direct contact with the fluid. There was no exposure to open lesions or mucus membranes. There was no report of operator injury or adverse effect associated with this incident.

Manufacturer narrative:
Service was not dispatched as the customer resolved the issue during system troubleshooting with beckman coulter customer technical support (cts). (B)(4).